Event description:
Related manufacturer report number: 2017865-2023-95683. It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead and the right atrial (ra) lead. The rv lead and ra lead were explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in two pieces. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil at proximal to suture tie impressions due to friction to the device can. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts.